Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 vent failed the oxygen (o2) sensor percentage readings are low. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien service engineer (se) inspected the device and replaced the oxygen sensor to correct the issue. The unit passed all testing and operates within the manufacturing specifications.